Event description:
It was reported "customer called maquet technical support and said that a cardiosave hybrid type b plug sn (B)(4) iabp displayed a replace safety disk message during the routine check. (B)(6) explained that he is not trained on this iabp." No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: corrupted safety disk replacement date. Replaced executive processor bd. Performed functional tests. Verified unit calibrated to factory specifications. Safety inspected. (B)(4).